Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and it was unable to prime during prime test due to faulty force sensor resistor. Occlusion test wasn't performed due to the prime anomaly. The motor passed the motor test. The device had minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call, he has being having some issues with the insulin pump. Customer has been experiencing high blood glucose over 200 mg/dl. Customer also mentioned the device had alarmed motor error and was having issues with bolusing. Troubleshooting was performed for high blood glucose and no anomalies were noted. Troubleshooting for motor error was also performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.